Manufacturer narrative:
The customer's bio-med evaluated the unit with a "test circuit" and was unable to reproduce the reported event. Thus no root cause was determined. He believes that a bad cap diaphragm must have been on the circuit which caused the "incident". The viasys tech support rep verified the customer's bio-med's assertion that this type of event is usually caused by a faulty cap diaphragm. The customer's bio-med ensured that the unit was operating properly and returned it to svc. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.

Event description:
Reporter states that he rec'd two vents brought down for investigation. (He doesn't remember the date). The same complaint "driver would not restart after suctioning". This is what reporter was told. The complaint was verified (driver would not restart) and a problem was identified with the "choke board". After the replacement of svc parts, the vent was placed back into svc. Reporter said that he could not verify the complaint on serial no. He said that the driver started fine after pressurizing and depressing the start/stop button. He believes that a bad cap diaphragm must have been on the circuit which caused the "incident". He did not have the circuit involved in the incident. He only had his "test circuit". Because he could not verify the complaint, a report was not filed on this vent (a bad cap diaphragm is usually the cause of "driver stopping" or "unable to restart after suctioning" and is noted in the back of the operator's manual/troubleshooting section). This is all reporter "knows". He referred me to the sicu in which I spoke with (refused to give last name) and would not give me any details except that 'two vents failed, and I took them out of svc". He referred me to his supervisor. Supervisor explained that there were two reported events, but he'll need to gather some info and call me back. He can't remember what settings or the day it happened. He called me back with this info.